Event description:
It was reported while using bd plastipak¿ 1 ml syringes information was missing from the product. There was no report of patient impact. The following information was provided by the initial reporter: part of the corrective action will contain the caution¿. Cannot easily see this caution on the box or contained in the information with the syringe two of the boxes appear to have no warning.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2008002. Medical device expiration date: 31jul2025. Device manufacture date: 06aug2020. Medical device lot #: 2201055. Medical device expiration date: 31dec2026. Device manufacture date: 27dec2021. Medical device lot #: 2106126. Medical device expiration date: 31may2026. Device manufacture date: 24jun2021. Medical device lot #: 1910715. Medical device expiration date: 30-sep-2024. Device manufacture date: 18-oct-2019. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary. Four physical samples along with multiple photos were provided to our quality team for investigation. Through visual inspection of the photos, the caution statement is observed to be correctly printed on packaging and it is noted not to be included on the other, however, the lot codes are not visible within the photos so we are unable to identify if the cases without the caution were manufactured after the implementation of the change. As the caution is on the outer case, the physical samples provided to not provide any additional information related to the reported event. A device history review was performed for the reported lots 1910715, 2008002, 2106126 and 2201055, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The change was initiated in december 2020, lot codes 1910715 and 2008002 were manufactured prior to the implementation of adding this caution and update to the IFU, therefore, would not include the caution statement. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation and sample evaluation, we cannot identify a failure or root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd plastipak¿ 1 ml syringes information was missing from the product. There was no report of patient impact. The following information was provided by the initial reporter: part of the corrective action will contain the caution¿. Cannot easily see this caution on the box or contained in the information with the syringe two of the boxes appear to have no warning.